Event description:
Three yrs post restoration, the abument at site 46 (19 u.s.) Fractured. The fracture was discovered during routine follow-up visit. The abutment was replaced with a new one during same visit. Pt is same pt as prior MDR report #m350645.